Event description:
This procedure was an in-stent restenosis atherectomy in the left sfa. Physician used a combination of an .035 wires and catheters to pass through two occluded viabahn overlapped stents previously placed in the left sfa and proximal popliteal. The physician switched out the wire and delivered a 5mm spider through the catheter. The turbohawk was inserted and during the first pass became stuck . Device could be rotated but not pulled out. A vascular surgeon was called in and performed a cutdown in the left sfa to remove the device and stent. A second cutdown was made in the right common femoral to remove the turbohawk from the access site.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.